Event description:
During routine inspection performed by our distributor in (B)(4), it was reported a product mislabelling. Specifically, an intergard igk1206 was found in a box labeled as an intergard igkq160807/1, (B)(4), lot 09m03. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
Method - the complaint device was returned to the manufacturer and the visual inspection confirmed that an intergard igk1206 was found in the box labeled as an intergard igkq160807/1. Results and conclusions - investigation has shown that, at primary packaging operation, a product inversion occurred between an igk1206 and an igkq160807/1 from lot 09m03. Our records indicated that our u.s. Distributor received nine intergard igk1206 from lot 09m03. An inspection of these nine products performed on site by our u.s. Distributor confirmed that the intergard igk1206 (B)(4) lot 09m03 did actually contain an intergard igkq160807/1. As a result, intervascular has initiated a voluntary product recall for this mislabeled product. Note that the affected device in the u.s. Was returned to the manufacturer on (B)(4) 2010 (field removal no 1640201-02/05/10-001-r). A corrective action plan is being prepared to prevent any further occurrence of incident of this nature.